Manufacturer narrative:
Additional information. The product was not returned for evaluation; consequently, a product evaluation was not performed. A device history review could not be performed as no lot number was provided. Based upon the complaint trend review, the volume of complaints is within the acceptable control limits and no complaint trend is observed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information available a definitive root cause could not be determined. However, the most likely root cause is associated with a loading error. The proper loading of the intraocular lens (iol) in accordance with the directions for use (dfu) is essential for the performance of the injector and its cartridge. Improper adherence with the dfu can lead to issues during the loading process that may result in damaged haptics. There is no additional investigation or corrective action necessary at this time.

Event description:
Incision enlarged 2.75mm.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation. Although requested, the customer has stated that the device is not available for return.

Event description:
It was reported that an intraocular (iol) lens was being implanted, and the haptic was damaged upon insertion. The surgeon was unable to center the iol. The incision was enlarged, but no sutures were required. The surgeon noticed the iol defect immediately and replaced the iol intraoperatively, without additional complication to the patient.